Manufacturer narrative:
Evaluation summary: no lot code or sample was provided by the customer. No further evaluation or root cause analysis can be conducted or determined at this time. A completed questionnaire and pt medical records were received from the optometrist on 01/18/2011. (B)(4).

Event description:
An optometrist reported pt experienced pain, burning, itching, tearing and redness following the use of this product. He stated the pt was seen for follow-up the next day and was still experiencing burning and photophobia. He reported he diagnosed the pt with acute corneal infiltrates with a red eye response. He noted he treated the pt with an antibiotic antifungal ophthalmic medication for one week and discontinued contact lens use. He reported the pt's symptoms are resolving.